Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. It was unable to test for beeping or vibrating due to unresponsive keypad/buttons. Device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he fell asleep with the insulin pump under his back, he woke up and the device was beeping and vibrating with a button error alarm and the buttons were not responding. He also mentioned he was sweating heavily. Blood glucose value was 409 mg/dl which he would treat with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.